Event description:
Revision surgery to remove cervical disc arthroplasty device due to pt's symptomatic neck pain and replace with fusion treatment.

Manufacturer narrative:
(B)(4). Device being evaluated by external laboratory per protocol. Results pending.